Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley care wipes tear too easily and are concerned with bad lot number. Staff had to grab additional pack of wipes. Per customer via email on 21apr2026, it was reported that they have increased the number of cauti's (catheter associated urinary tract infection) but have been unable to drill down exact cause. Cauti (catheter associated urinary tract infection) treatment required, again could not drill down cause. Re-education has occurred and staff complaints have gotten better. No samples are available.